Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow up to install the cybersecurity update, the pacemaker entered back up mode (bvvi) .the cybersecurity update was halted and the pacemaker's settings were restored. The patient was stable.